Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/fading/color spectrum display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: during testing, the pump powered on and the display was found to be blank. The pump case was removed and the display screen was found to be cracked/damaged. A test display was inserted and was found to function properly. The complaint that the display was dim, faded, and/or discolored was not able to be adequately investigated due to the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.